Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspection was performed on the returned device. The reported leak was confirmed. Additionally, this lot has an exception and similar incidents associated with this failure mode. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa) with mild calcification. A 5.0 x 100 mm armada balloon dilatation catheter (bdc) was advanced to the sfa. During the first inflation, the balloon was inflated to 10 atmospheres when it could not hold pressure. A leak in the distal portion of the strain relief was observed. The bdc was removed and replaced with an unspecified balloon catheter to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.